Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted into the abdomen. On (B)(6) 2023, the patient was experiencing nausea. The patient¿s cgm was reading low mg/dl and the bg meter was reading 450 mg/dl. The patient drove herself to the emergency room (ER) due to the inaccuracy. At the ER, the patient was treated with insulin and an unspecified IV. The patient was discharged home approximately three hours later. The patient was doing okay at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.